Manufacturer narrative:
H3: analysis results were not available as of the date of this report as the device was not returned and discarded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the reported, "there was friction or difficulty before delivery." Is in reference to resistance at the hub.

Manufacturer narrative:
E. Initial reporter information not reported due to region's privacy laws. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline slipped at the hub of a phenom27. The delivery and pipeline were retrieved from the microcatheter hub, a new pipeline of the same size was used, and the procedure was completed. The device was prepared as indicated in the package insert. The pipeline was not used as an indication for (off-label use).no patient complications were associated with this event. Ancillary devices include a fg015150-0615-1s microcatheter. Additional information was received reporting that this was the first pipeline. There was friction or difficulty before delivery. The statement "pipeline slipped at the hub" was clarified to mean that the pipeline slipped off/dropped off. The pipeline prematurely opened in the hub. It seems likely that the issue was simply due to insufficient alignment of the tip of the delivery sheath with the hub of the microcatheter, but the doctor stated that it was properly aligned. Additionally, the aneurysm was a c6 internal carotid artery (ica) ophthalmic. Aneurysm diameter was 7 mm; neck diameter was 4 mm.